Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded twisted silver metallic springs/essure coils') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. In 2009, the patient had essure inserted. On (B)(6) 2020, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coi). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received : medical device removal updated as embedded twisted silvermetallic springs/essure coils, reporter information, medical history were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.